Event description:
While applying final stitch to close during surgery, the suture needle broke. Two punctate metallic objects in the pelvis that could represent surgical clips or foreign bodies. Clinical correlation recommended.